Event description:
It was reported that the belt holster of the customer's insulin pump was loose. At the time of reporting, the customer's blood glucose level was 40mg/dl, which she treated with glucose straws and candy. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.